Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced nocturia. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with abdominal sacral colpopexy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that post implantation the patient experienced pain, recurrence, erosion and bowel problems and underwent excision of vaginal mesh due to erosion, incontinence and rectocele on (B)(6) 2010. (B)(4) - undefined recurrence; bowel problems; rectocele. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation concurrently with bilateral salpingo-oophorectomy on (B)(6) 2005 due to stress urinary incontinence, pelvic organ prolapse, and urge incontinence.